Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcified, 100% stenotic lesion in a tortuous mid lad coronary artery. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with an adante 2.5/20mm balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.